Manufacturer narrative:
The k and cl electrode lot numbers and expiration dates were not provided. Calibration was last performed on 28-jul-2024. The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for k and cl results for 1 patient plasma sample on a cobas pro ise analytical unit. The initial k result was 5.9 mmol/l and the initial cl result was 65 mmol/l with flag. The repeat k result was 4.2 mmol/l and the repeat cl result was 100 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.

Manufacturer narrative:
It was found that the customer centrifuges samples for 5 minutes, which may be too short. The alarm trace showed multiple abnormal sample probe aspiration alarms. The field service engineer (fse) checked the analyzer and performed a precision test successfully. No further issues were reported after the service visit. The investigation did not identify a product problem. The root cause of the event could not be determined.